Event description:
The customer (carefusion) reported the following complaint in relation to the 3mm pretzelflex device; part number: 89-6133, lot number: 65933. The customer reported: "the device fell apart, the instrument broke inside a pt during a procedure on (B)(6) 2014. All the pieces from the device were recovered". The device is available for eval and has been decontaminated. Because this is a MDR complaint, our procedures required a written eval from you, our supplier.

Manufacturer narrative:
To date, only limited info has been provided by the distributor and also in relation to the condition of the pt. A request has already been made on 01/07/2015 for add'l info. The device us available for eval and the distributor is currently in the process of arranging the device to be returned to the MFR for eval.